Event description:
Event description guidant received information that this implantable left ventricular lead moved within the patient's coronary anatomy, resulting in the loss of resynchronization therapy. The patient experienced symptoms when only rv pacing was delivered. Additional information obtained suggests that this lv lead had moved previously, and had been repositioned at that time. For this occurrance, the physician elected to cap and surgically abandon this lv lead, and implanted a similar lead. No additional complications have been reported.